Event description:
During the procedure of proximal humeral fracture, when using the instruments, they broke in the moment of the torque.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the breakage of the screwdriver blade could be confirmed. Visual inspection on the returned device showed an overload tip breakage. This go well in line with the event description. Based on the investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation.

Event description:
During the procedure of proximal humeral fracture, when using the instruments, they broke in the moment of the torque.